Event description:
It was reported that during preparation, when the package was opened, the polaris ultra ureteral stent was found broken. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, when the package was opened, the polaris ultra ureteral stent was found broken. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the polaris ultra stent returned for analysis. During the inspection was found with the bladder coil detached. Additionally, the suture and positioner did not return. The detached part of the coil did not return. No other problems with the device were noted. The reported event of stent shaft break was not confirmed since the reported issue was not detected during the analysis. But instead the inspection found the stent with the bladder coil detached. It is possible to concluded that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.